Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during case preparation, the automated impella controller, (aic) had a broken purge disk plate (missing). A replacement loaner was sent to the facility. There was no patient harm.